Event description:
It was reported that the patient underwent a spinal procedure at l4-l5 to treat lumbar disc herniation. It was reported that the instrument fogged during use. After anti-fog material was applied, the surgeon wiped the lens frequently, but the endoscope still fogged. No patient complications were reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Instrument functionally evaluated by immersion in water. After +5 minutes of immersion in water, both proximal and distal optics optically examined for fog or moisture. No issue was identified. Additionally, an image was taken using the instrument. No haziness/fogging identified on the image taken utilizing the returned instrument. Associated documentation states the instrument must be entirely free of moisture prior to usage to avoid fogging during surgery. The above observations are consistent with inappropriate care and maintenance of the instrument.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.